Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered the glue on the forceps cover to be peeling. Additionally, the bending section cover glue was cracked. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the service center. During a standard inspection of a customer returned asset, the forceps cover glue was found to be peeling. The customer did not report any problems associated with the device and there was no patient, user injury or harm reported to olympus.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by an external force applied wot the distal end during use. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.